Event description:
It was reported that pump battery seemed to deplete too fast. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support therefore no additional event information was available.